Event description:
It was reported that during use on a pt with full arrest, the board stopped working without any warning. A second and third battery was used with the same result. Customer indicated that during charging, the battery charger's green light had come on and that the batteries were maintained according to zoll guidelines. This report pertains to the autopulse resuscitation system. Three batteries involved in this case are discussed in report #3003793491-2012-00274.

Manufacturer narrative:
The complaint of board stopped compression with 3 batteries was not verified. Board ran for over 25 minutes with test batteries and the test manikin and also with the large resuscitation test fixture (equal to a 250 pound pt for 5 minutes without any problems. Info concerning the condition of the pt was not provided.